Event description:
As reported, approximately 8 years post implant of sapien xt valve, the valve failed due to stenosis. A valve-in-valve (viv) was placed.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing or imaging evaluation was not performed. The reported event does not allege a malfunction that could be related to a manufacturing deficiency; therefore, no device history record (DHR) review or lot history was performed. The complaint for postimplantation stenosis was unable to be confirmed therefore a complaint history review is not required. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review is not required. The instruction for use (IFU) for novaflex+ delivery system with sapien xt thv and IFU for ascendra+ delivery system with sapien xt thv were reviewed. No IFU/training deficiencies were identified. The device under investigation had been implanted for more than 5 years (implant date: 2014) and there is no evidence of device malfunction contributing to the reported event. Therefore, no further action is needed. The complaint for valve stenosis was unable to be confirmed due to unavailability of medical record/imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, approximately 8yrs post implant of sapien xt valve, the valve failed due to stenosis. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (outofround configuration), trauma (cardiapulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.